Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2015 date of first implant procedure in common bile duct. No adverse events related to the procedure. Re-current biliary obstructions (B)(6) 2017. At 812 days post-procedure. Due to tissue or tumor ingrowth. Patient presented with abdominal pain. Treatment endoscopic intervention new stent inside study stent. The site determined the event to not be related to the study device or procedure, related to budding within the stent. Patient death (B)(6) 2022. The reintervention was noted to be successful. No other aes reported. The last date of patient contact was (B)(6) 2022.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 06-dec-2024.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number: c1074817 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and was created in response to the pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. The cause of the obstruction was reported to be due to tissue or tumor ingrowth, budding within the stent was listed as the cause or contributing factor of this event. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the stent was implanted on (B)(6) 2015. The patient experienced abdominal pain due to recurrent biliary obstruction 812 days post procedure. The patient required the placement of a new stent as a result of this occurrence, and it was reported that the patient recovered/stabilized following this. Patient death was reported on (B)(6) 2022, the cause of death was not reported, as per medical advisor input the cause of death was due to tissue or tumor ingrowth.